Manufacturer narrative:
Additional information: it was reported that a patient underwent a laparoscopic apical kolpopexi on (B)(6) 2001 and mesh was implanted. The patient experienced pain, bleeding, and mesh erosion. During (B)(6) 2012 the patient underwent additional surgery to have the mesh excised and granulation tissue removed. The surgeon opines that the reason for the erosion was a hole made in the vagina during the initial procedure. (B)(4).

Event description:
It was reported that a patient underwent a surgical procedure on an unknown date and mesh was implanted. The patient experienced mesh erosion. Additional information has been requested.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.